Event description:
It was reported that the zimmer air dermatome was skipping. Additional clinical follow up with the hospital indicated that there were not any pt problems, no additional grafts were necessary and there was no delay with surgery.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.